Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the device has been discarded.

Event description:
Device report from synthes germany reports an event as follows: it was reported on (B)(6) 2019 during an unknown procedure, the holding sleeve with thread were jammed with the outer sleeve for holding sleeve. A screwdriver shaft was also worn out and no more screws could be inserted. It is unknown how the procedure was completed. There was no surgical delay nor patient harm reported. Patient and procedure outcome were unknown. Concomitant device reported: locking screw (part unknown, lot unknown, quantity unknown) . This report is for a holding sleeve. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 during an unknown procedure, the holding sleeve with thread were jammed with the outer sleeve for holding sleeve. There was no possible application to an unknown screwdriver shaft and no more unknown screws can be inserted. It is unknown how the procedure was completed. There was no surgical delay nor patient harm reported. Patient and procedure outcome was unknown. Concomitant device reported: unknown screwdriver shaft ( part# unknown, lot# unknown, quantity 1), unknown locking screw ( part# unknown, lot# unknown, quantity unknown). This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 2 for complaint (B)(4).